Event description:
The porex surgical distributor stated that she received a call from the doctor who stated that the implant did not fit properly.

Manufacturer narrative:
The device history records for lot number 389020-mci-502-09 e017m127h were reviewed and all processes and test criteria are within the mepdor implant specification. No further info could be obtained from the doctor after several attempts.